Manufacturer narrative:
On 19-aug-2021, the suspected medical device was returned for evaluation. On 23-aug-2021, mentor received additional information regarding the implantation date. The implantation date was initially reported as (B)(6) 2011. However, additional information revealed that the implantation date was about 18 years ago. The implantation date was estimated as (B)(6) 2004 based on available information. The relevant field has been updated. On 24-aug-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection and leak test of the returned device. Visual analysis of the returned device revealed a tear within a crease/fold on the posterior view measuring approximately 0.1 cm. Leak testing was performed in accordance with mentor procedures, and no more leak sites were detected during the analysis. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old african american female patient underwent a primary breast augmentation with a 275cc mentor smooth round moderate profile prosthesis and experienced postoperative left-sided deflation. The diagnosis was confirmed based on physical examination. As a result, the patient underwent removal and replacement with an unspecified mentor gel breast implant on (B)(6) 2021. The patient has fully recovered after the revision surgery. There is a discrepancy between the reported implantation date ((B)(6) 2011) and expiration of the complaint device (15-jan-2008). Follow-up is in progress for clarification. If additional information is received in the future, a supplemental report will be submitted.